Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01, serial/lot #: (B)(4). Field service of the system determined that the accuracy pointer was bent and the shoulder brake was loose. The accuracy pointer was being replaced and the shoulder brake was tightened to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that the procedure was a t9-s2ai fusion. Working from top down, t9-l2 was registered. Left side instrumented first were all accurate. Upon changing to right sided trajectories, it was very clear that the instruments were medial (they were hitting the sp, when the plan did not resemble that at all). This was not a mm or even 5mm change, and no pressure had been placed on the patient or arm. Experienced users and experienced rep were in the room. There was no patient harm or additional complications reported or anticipated as a result of the event.